Event description:
On (B)(6) 2019, the lay user/patient contacted lifescan (lfs) (B)(4), alleging that his onetouch ultra 2 meter was producing inaccurately erratic results. The complaint was classified based on customer service representative (csr) documentation and a review of the call by a senior csr. The patient advised the csr that on (B)(6) 2019, he obtained inaccurately erratic results of ¿263 and 36 mg/dl¿ on the lifescan meter, performed within 20 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds lifescan ¿s criteria for precision. The patient did not specify what medications he uses to manage his diabetes. The patient stated that she took an additional 3 units of short-acting insulin in response to the alleged issue. The patient informed the csr that he experienced symptoms of ¿dizziness and blurry vision¿ before he obtained the alleged inaccurate erratic results. The patient stated that he did not receive any treatment in response to these symptoms. At the time of troubleshooting, the csr confirmed that the unit of measure was set correctly at the time of testing and the results were from the same approved sample site. The csr also noted that the patient had followed the correct testing steps, that the test strips had been stored correctly and were within expiry, and that the test strip vial was not cracked or broken. The csr was unable to perform a control solution test as the patient did not have control solution at the time of the initial call. Replacement products were sent to the patient. This complaint is being ruled out as a reportable event based on the following conclusions: although the patient developed signs or symptoms suggestive of a serious injury adverse event, there is no indication that the subject meter caused or contributed to this injury. The patient was symptomatic prior to the alleged issue. However, this complaint is being reported as a malfunction because the calculated difference of these glucose results exceeds lifescan ¿s criteria for precision.